Manufacturer narrative:
Concomitant medical products: reliatack (product ID: unknown, lot number: unknown). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced pain, small bowel obstruction, adhesions, and intraperitoneal abscess. Post-operative patient treatment included revision surgery.